Event description:
A 2.0mm diameter x 16mm length medtronic ave d114s ptca balloon catheter was inserted into the mid-left anterior descending artery. During the initial inflation of the device, the balloon reportedly ruptured at 7atm. The balloon was removed and another MFR's ptca balloon was used to treat the target lesion. There was no report of injury to the pt and no add'l clinical sequelae reported relative to the event.